Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the product was not returned for evaluation. A review of the DHR (device history record) concluded: review of manufacturing event log: shows no issues that may have contributed to any quality issues. Reported all process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. No sample returned from the customer to investigate. Complaint not confirmed. Root cause - unknown. Teleflex will continue to monitor feedback from the customers on issues related to torn package found at inspection on adaptor products.

Event description:
The event is reported as: during incoming inspection, by the distributor (imj), a torn package was detected. No report of a patient involvement/injury.